Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. The 3.0 x 8mm nc quantum apex balloon catheter was used in the procedure and upon removal of the device, it was noted that the balloon was ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage to the catheter. A .014" guidewire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification not confirmed was assigned. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. The 3.0 x 8mm nc quantum apex balloon catheter was used in the procedure and upon removal of the device, it was noted that the balloon was ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)